Manufacturer narrative:
(B)(4): method: history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received information that during the repair of a previously placed ventricular septal defect (vsd patch), this transcatheter pulmonary valved conduit was explanted. It was reported that after the successful placement and post dilatation of the transcatheter valve, the vsd increased in size and was hemodynamically significant enough that surgical closure and revision of the conduit, with melody removal was performed.